Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, restenosed distal right coronary artery stent, the promus stent delivery system (sds) was advanced but the stent strut hung up on the previously deployed stent. The sds was successfully removed from the vessel with some resistance noted. Outside the anatomy the stent strut was noted to be flared. There was no reported adverse patient effect. A second promus sds was used in the procedure. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Therefore, a failure analysis of the device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.